Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report an error code 204. This error code is generated by an electrode belt/monitor communication issue. The pt was sent a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is still underway. The cause for the error code 204 has not yet been identified. The monitor is currently undergoing an engineering root cause investigation, and a supplemental report will be submitted upon its completion. No adverse event resulted from the code 204. The pt was provided with a replacement monitor.